Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with display issues was confirmed during product evaluation. This condition was caused by lines on the main display. The main display was replaced to correct the reported condition.

Event description:
The facility reported a colleague infusion pump with display issues. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8.11.00.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Similar reports have been received for the reported problem. A device history review was performed with no exceptions during manufacturing found.